Event description:
The reporter stated that the surgeon implanted a 9.5 diopter visian icl implantable collamer lens model micl 12.6 mm in 2007, and explanted the lens almost about 2 months later, to replace it with a different diopter lens which was a micl 12.6 diopter 6.0. The first lens was creating a refractive error of +1.25, so he removed and replaced the lens in the left eye for monovision goal of -1.75 for near vision. Post op-refraction is -2.25 +0.75 x 95. The surgeon stated that he choose the wrong diopter of lens for the patient on the initial surgery, and the patient was having difficulty reading, and now patient can read. There was no malfunction of this lens.

Manufacturer narrative:
Evaluation: method: - work order search. Results: (other) - a work order search was performed for similar complaints within the search, and there were no similar complaints found.